Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after the atrial and ventricular leads were determined to be dislodged. It was suspected that the patient received inappropriate shock. No supporting documentation of this occurrence was available. Rv lead could not be repositioned as tissue in-growth prevented re-extension of the helix. Lead was capped and replaced on (B)(6) 2016. Patient was in good condition.